Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery and was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site and subsequently was treated with topical and oral antibiotics in (B)(6) 2024 (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.